Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve had foreign substance. Additional malfunctions include the sieve beds also had foreign substance as well as the poppet for the solenoid had foreign substance.